Event description:
Healthcare professional (hcp) reported a home patient (hp) noted a leak in their transfer set near the twist clamp. Per hcp, the set was placed on the hp on 8/5/97. Per hcp, the hp noted the leak during the drain phase. Hp was treated with prophylactic antibiotics (dosage unknown) and no pt injury was associated with this incident.